Event description:
Patient with a st.jude stimulation device is having a potential allergic reaction to the system and they may be explanting the system. They are currently conducting allergy tests to determine if it's an allergic reaction. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)